Event description:
It was reported the patient was not getting adequate pain relief from the implanted device. The patient underwent an explant procedure to remove the device, and was doing well post-operatively.